Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 550 ml. Flow rate: 7 ml. Procedure: unk. Cathplace: unk. After the pump was primed, the bolus button did not stick. Pt contact. Pump was removed and replaced. No adverse event.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Product pending receipt. Conclusions: a f/u report will be filed when investigation has been completed.